Event description:
It was reported that the patient developed an infection. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis was normal. No anomalies were found.